Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a left ventricular lead revision. During the procedure it was noted that the atrial lead was dislodged. The lead was explanted and replaced successfully, the patient condition was good prior to and after the procedure.